Event description:
It was reported that the right ventricular lead was explanted due to oversensing of noise, and a patient alert for high impedance of 2565 ohms. No patient complications were reported as a result of this event.